Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer allege that insulin pump was under delivering insulin. The customer stated that insulin pump gave low reading than blood glucose reader and customer's blood glucose at night was always high. The customer had high blood glucose level of 300 mg/dl and treated it with insulin pump and manual injection. Auto mode feature was not active. The insulin pump clip was almost broken. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.